Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was getting an intermittent signal. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One external paddles / CPR meter cable set was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this external paddles / CPR meter cable set. Philips cannot rule out a malfunction at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.